Manufacturer narrative:
(B)(4).

Event description:
Reported as "battery died". The report further states, "at the time of the call, [user] reported the pump was plugged in and appeared to be charging. We discussed the battery indicator orange light on the front of the pump and exchanging consoles. She reported she would need to go get another console but it would take some time and wanted to disconnect". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint of "alert for low battery occurred and then pump shutoff" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "battery died". The report further states, "at the time of the call, [user] reported the pump was plugged in and appeared to be charging. We discussed the battery indicator orange light on the front of the pump and exchanging consoles. She reported she would need to go get another console but it would take some time and wanted to disconnect". No report of patient harm or injury.